Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The contrast keypad button was intermittently unresponsive to user presses, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and contamination under keypad button contacts. This report is made based on results of investigation completed on 05/05/2015.